Event description:
It was reported that the pacemaker exhibited noise and oversensing on both non-boston scientific leads. The pacemaker was later explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited noise and oversensing on both non-boston scientific leads. The pacemaker was later explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Battery usage tests showed higher-than-normal radio frequency (rf) enabled current, which was expected for a pacemaker implanted for a long time as the battery depletes the rf circuit and draws more current to operate. This is normal operation. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.